Manufacturer narrative:
Additional information : the device was manufactured between november 13, 2018 - november 14, 2018. The device was received for evaluation. A visual inspection was performed which revealed a dent located at the upper and lower areas of the housing. The reported problem was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intermate was observed damaged (appeared to have a hole in the housing) during the prepping stage. The reported stated that the unit was not injected with any drugs. There was no patient involvement. No additional information provided.